Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that, prior to a scheduled procedure, the physician tested the helix of the implantable pacing lead and was unable to extend the helix. The lead was not used in the procedure. There was no patient involvement during this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.